Event description:
The customer reported that the ventilator screen went gray, the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.